Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing more migraine headaches since she receive her scs system. The patient indicated, the migraines are also lasting longer. The patient turned her stimulation off and reports she is still having migraines and is also having nausea and anorexia. Follow-up indicated the patient has effective coverage. The next course of action is undetermined at this time.